Manufacturer narrative:
(B)(4). Batch #: unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic left hepatectomy doing the biliary tract resection with ec45a and a ecr45w after having activated the firing trigger 3 times it was not possible to bring back the scalpel because the activation trigger was blocked. Obtained the unblocking procedure without results it was necessary to resect the tissue around the branches and proceed with a manual suture. No patient consequences reported. No further information is available.